Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to stem breakage. Two trauma (fell) occurred before the breakage of the stem. (Overweight person).